Event description:
During closing count it was noted that the tip of the scorpion needle was missing. X-rays were taken and it was found that the small fragment was retained in the bone. Surgeon chose to leave it in place in the best interest of the patient.